Manufacturer narrative:
The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the trailing haptic was noticed to be bent after full insertion of the intraocular lens (iol) into patient's left eye. The incision was enlarged and another johnson & johnson lens of same model and diopter was used as the replacement after removing the original lens. Suture was placed. However, there was no patient injury. The patient was doing fine post operation. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: mar 22, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received with the haptic damaged and a chip on the optic body. The lens was cleaned and, no further issues were identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.